Manufacturer narrative:
Eval, results: load cell.

Event description:
It was reported by service report that the scale would not calibrate. It is unk if there was pt involvement or if there are adverse consequences to report.